Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on (B)(6), 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. The patient was re-implanted with another cochlear device during the same surgery. This report is submitted on april 16, 2024.

Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, several new open electrodes were noted at patient's annual appointment.